Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomist suffered a contaminated needle stick injury from a 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter that failed to retract properly after use. The phlebotomist was evaluated in an emergency department where she received routine post exposure lab work.

Manufacturer narrative:
Results: sample were not returned for evaluation. Fifty retention samples were visually inspected and no abnormality such as damage, molding defect, etc. On safety shields was visualized. Thirteen retention samples were tested for safety mechanism activation failure and no problem was found on the breakaway force, sustaining force, or security force. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6j1691. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.